Event description:
It was reported that on (B)(6) 2017, a 19mm trifecta gt valve was implanted for aortic stenosis. On an unknown date, a pacemaker was implanted for atrioventricular (av) conduction problems. In addition, the patient experienced supraventricular arrhythmias and atrial fibrillation (af) and they were anticoagulated for paroxysmal af. On another unknown date following, an echocardiography was conducted and indicated the left ventricular ejection fraction (ef) was below normal range. Due to low ef, on (B)(6) 2024, the valve was explanted and replaced with a 23mm non-abbott valve. It was noted that the trifecta valve was very stiff with calcific plaque on the valve leaflets causing restricted leaflet motion.

Manufacturer narrative:
Based on the information received, the reported event is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. Biological factors which can result in incomplete coaptation such as calcification, immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. Operative notes were reviewed and tee demonstrated good ventricular function at the end of the trifecta implant case with the aortic valve prosthesis to be well seated without perivalvular leak. There was no significant mitral insufficiency. Findings from explant operative notes determined the aortic valve prosthesis was very stiff with calcific plaque on the valve leaflets causing restricted leaflet motion. The left coronary button had mild atherosclerotic changes. During direct custodial infusion in the right coronary artery there was a small tear noted in the left lateral side of the rca. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.